Event description:
The pt experienced a stage sound after having a nap with the audioprocessor on. In sito testing revealed a device malfunction.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the conductive link, likely caused by minute device mobility. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient experienced a strange sound after having a nap with the audio processor on. In-situ testing revealed a device malfunction.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.